Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) had the dilator blistered, it was not clean. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.